Manufacturer narrative:
Device location not presently known.

Event description:
On (B)(6) 2019, a (B)(6) years old patient received a perceval pvs21. However, it is reported that the device was implanted and explanted intra-operatively. No further information is currently available.

Manufacturer narrative:
The manufacturing and material records for the device and its stent component, as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. As the device was not availbale for return, no further investigation can be performed. Based on the information availble, the root cause of the reported event can be reasonably attributable to mis-sizing. In fact, immediately after the perceval deployment a root enlargement was deemed necessary for the patient and an edwards magna ease 19 was ultimately implanted. Moreover, no issues with the perceval valve were reported. Device not available for return.

Event description:
On (B)(6) 2019, a 54 years old patient received a perceval pvs21. However, after its deployment, the pvs21 did not fit well enough and it was realized that the patient needed a root enlargement. Consequently, the perceval was explanted before closing the aorta and, after the root enlargement, an edwards magna ease 19 was implanted. No perceived issues for the pvs21 were reported, and no stent folding was detected. As a result of this event, not much more cross-clamp time and bypass time were added to the procedure (exact values unknown). The patient had a good outcome after surgery.